Event description:
It was reported that customer experienced cgm error and needed help with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, and was guided through steps. The customer reset the pump at a later time and the issue was resolved.